Event description:
After the exam was completed and transferred to picture archiving & communication system (pacs), the hospital added a paper document to the exam on the following day using pacs scan. It was reported that the pacs scan changed the time in the study date/time but not the date itself during this process. This change is then transmitted to pacs. No injury or misdiagnosis was reported. The incorrect study date/time can cause confusion in ordinary practice where by a patient's images can be perceived to be newer than they really are, and lead to improper clinical decisions.

Manufacturer narrative:
The MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action. On may 6, 2008 a letter was sent to customers notifying them of a potential patient safety issue involving incorrect study date and time, information being displayed in the report screen and title. It was communicated that incorrect study date and time displays may lead to a potential patient misdiagnosis. These date and time display inaccuracies may vary from minutes to years, depending on certain circumstances and workflows.